Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, two suture anchors malfunctioned: one failed to tighten when tension was applied to the blue/white strand, and another failed to set after the black slider was advanced, with the deployment slider unable to be retracted. The events occurred intra-operatively during anchor deployment and tensioning. This event is for the anchor not deploying and the anchor not tensioning will be covered in a linked report. Attempts have been made and no further information has been provided.